Event description:
Reportable based on device investigation completed on (B)(6) 2023. It was reported that the coil got stuck. The target lesion was located in the internal iliac artery. A 10mm x 40cm interlock-35 was selected for use. During the procedure, it was noted that the coil was stuck in the middle of the catheter and was stretched after withdrawal. The device was simply removed, and the procedure was completed with another of the same coil. No complications reported and the patient is stable. However, device analysis revealed that the main coil was detached at the coil arm section.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Device evaluated by MFR: the device was returned for evaluation. Visual and microscopic inspection revealed that the main coil, the pusher wire and the introducer sheath were returned for the analysis. It was observed that the main coil was bent, stretched and detached at the coil arm section, and it was stretched at the zap tip section. Additionally, the introducer was damage at the twist lock section. No more damages can be observed on the device. The functional test could not be performed due the pusher wire and the main coil are not interlocking. For dimensional inspection of the main coil, the outer diameter (od) of the zap tip and primary coil were within the specification.